Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient started cooling on the arctic sun device but was still at 37.4c. The target was 35c, water was at 31.3c, t4 (chiller temperature) was 4c, mixing pump command was 100 percentage, system hours were 1467 and pump hours were 1334. Mss advised to send device to biomed labeled alert 113 (reduced water temperature control, not cooling). This was their only device. Mss asked to use another device means of cooling. The device was sent to biomed on (B)(6)2022. Biomed requested a 2000-hour preventive maintenance on this device. Per follow up information received via phone on (B)(6)2022, the device was sent to biomed, and they did not report any device malfunctions. Biomed approved the estimate, the device was coming in for service, waiting on shipment. Per follow up information received via phone on (B)(6)2022, no reported injuries during the reported event. The patient was moved off of the arctic sun and completed therapy using a different cooling method. Per sample evaluation results received on (B)(6)2022, it was stated that the root cause of the reported issue was a failed mixing pump. It was determined that the device did not cool during the decontamination process. It was also stated that patient data dated (B)(6)2022 contained confirmed alert 113. It was noted that installed a test mixing pump to cool. It was also noted that the systems receiving low-flow alerts, flow through shunts. The double-bend tube and the chiller evaporator outlet tube were found expanded during servicing. Tank seals were found degraded and lifted from the tank. It was also noted that all double bend tubes, chiller evaporator outlet tubes, and tank seals were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient started cooling on the arctic sun device but was still at 37.4c. The target was 35c, water was at 31.3c, t4 (chiller temperature) was 4c, mixing pump command was 100 percentage, system hours were 1467 and pump hours were 1334. Mss advised to send device to biomed labeled alert 113 (reduced water temperature control, not cooling). This was their only device. Mss asked to use another device means of cooling. The device was sent to biomed on 24oct2022. Biomed requested a 2000-hour preventive maintenance on this device. Per follow up information received via phone on 25oct2022, the device was sent to biomed, and they did not report any device malfunctions. Biomed approved the estimate, the device was coming in for service, waiting on shipment. Per follow up information received via phone on 31oct2022, no reported injuries during the reported event. The patient was moved off of the arctic sun and completed therapy using a different cooling method. Per sample evaluation results received on 12dec2022, it was stated that the root cause of the reported issue was a failed mixing pump. It was determined that the device did not cool during the decontamination process. It was also stated that patient data dated (B)(6) 2022 contained confirmed alert 113. It was noted that installed a test mixing pump to cool. It was also noted that the systems receiving low-flow alerts, flow through shunts. The double-bend tube and the chiller evaporator outlet tube were found expanded during servicing. Tank seals were found degraded and lifted from the tank. It was also noted that all double bend tubes, chiller evaporator outlet tubes, and tank seals were replaced.